Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (early-onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, fever of up to 103 degrees, breasts are very sore, possible leaking and implant has been bubbling and rippling. Further investigation results: review of sterilization run (B)(4), related to work order (B)(4) did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. With the information collected during the investigation, there is enough evidence to support that serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process no corrective action is deemed necessary at this time.

Event description:
Patient reported right side possible leaking, "swelling, fever of up to 103 degrees, breasts are very sore, and implant has been bubbling and rippling and something is not right with it." Additionally, patient reported right side pre-existing breast cancer; this is not device related. Device remains implanted.